Event description:
This case was reported by a consumer and described the occurrence of macular degeneration in a pt who received poligrip (super poligrip) for loose dentures. The consumer contaced the manufacturer to request complimentary product. A physician or other health care professional has not verified this report. On an unknown date years ago, the pt started poligrip (dental). At an unknown time after starting poligrip, the pt experienced macular degeneration. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. The event is unresolved. Super poligrip is manufactured by dungarvan, ireland and neither the lot number nor the product are available for testing. No corrective actions have been required basd on this report.